Manufacturer narrative:
Correction: h6 (ime) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Shimada, y., homma, t., doki, y., ojima, t., kitamura, n., akemoto, y., tanabe, k., shimoyama, k., and tsuchiya, t. Thoracoscopic ligation by using an extrathoracic looping technique for secondary spontaneous pneumothorax in patients with smoking-induced emphysema. General thoracic and cardiovascular surgery, volume 74, pages 38¿44, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a retrospective study evaluated the outcomes of patients with secondary spontaneous pneumothorax associated with smoking-induced emphysema who underwent thoracoscopic surgery between april 2016 and march 2023. The study included 58 patients and compared thoracoscopic ligation using an extrathoracic looping technique with conventional thoracoscopic bullectomy. During the conventional bullectomy procedures, automated stapling devices such as the autosuture gia (endo gia) stapling instrument or a comparable device were used to resect the bullae, and the staple line was reinforced with a polyglycolic acid sheet and fibrin glue. Clinical outcomes showed that patients in the ligation group had shorter operative times, reduced postoperative air leakage, shorter drainage duration, and shorter hospital stays compared with those undergoing bullectomy. Postoperative complications reported in the cohort included prolonged air leakage, pneumonia, inflammation, infection, empyema, and recurrence. Prolonged air leakage cases were managed with pleurodesis, bronchial occlusion, or reoperation when necessary. Overall, the thoracoscopic ligation technique demonstrated favorable outcomes without increased complication or recurrence rates, and no mortality was reported in the study. Thoracoscopic ligation by using an extrathoracic looping technique for secondary spontaneous pneumothorax in patients with smoking-induced emphysema. General thoracic and cardiovascular surgery, volume 74, pages 38¿44, 2026.